Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd® needle 1 in. Single use, sterile leaked. The following was received from the initial reporter: however, on august 21, I was contacted at around 9:20 a.m. To report a radioactive spill following a needle leak.

Event description:
It was reported that the bd® needle 1 in. Single use, sterile leaked. The following was received from the initial reporter: however, on august 21, I was contacted at around 9:20 a.m. To report a radioactive spill following a needle leak.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.